Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 4/22/24 the AED was placed into service with out pads attached. The AED identified that pads were not attached and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 10/24/24 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until 11/02/24 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 10/08/25 when a replacement battery pack and pads were inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. The customer was issued a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.